Manufacturer narrative:
Initial.

Event description:
It was reported that a user experienced a scan error when attempting to apply and start a new freestyle libre 3 plus sensor, troubleshooting was performed; the subsequent scan was successful and the sensor began pairing. No adverse clinical symptoms reported. Outcomes included restoration of sensor scanning and pairing functionality without need for medical intervention or hospitalization. User support included guided troubleshooting and user education, application restart, communication interface resets, and device (phone) reboot. Investigation of this case revealed that the issue was consistent with a transient communication or software initialization problem during sensor start that resolved after device restart, with no persistent device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user environment or software interaction resulting in temporary communication error, resolved through standard troubleshooting.